Manufacturer narrative:
Device evaluation was not possible as device has not been returned to the manufacturer. Should the device be received evaluation will be performed and a follow-up medwatch report will be filed upon completion. Review of manufacturing history record found (B)(6) of lot 8351pm were released for distribution on (B)(6) 2013 with no deviations or anomalies. Two-year compliant history review found one previous report of this nature for the reported lot number 8351pm. Without the opportunity to examine the device no conclusions could be drawn as to the root cause of the reported issue.

Event description:
During a thoracolumbar procedure, eight (8) screws were placed, rod was reduced utilizing the rod reducer. The cap screws were then tightened starting from the top down. Upon attempts to tighten the cap screw in one 6.5mm x 40mm polyaxial screw long arm (slpl6540 lot 8351pm), the tulip head of the screw splayed and the locking cap could not be torqued. The polyaxial screw was removed and replaced.

Manufacturer narrative:
Product evaluation - the root cause of the missing full thread on the slpl tulips has been attributed to the tooling off-set was not properly touched off after a tooling change for the 45 degree ID tool. The lack of zeroing the tool properly resulted in the visible reduction of the thread width and the loss of the square shape of the full thread. A health hazard evaluation was performed to assess the risk of the identified non-conformance. It was determined that there was a none/negligible health risk to the patient. Corrective actions were initiated. Review of manufacturing history record found 46 pieces of lot 8351pm were released for distribution on 6/10/2013 with no deviations or anomalies. Two-year compliant history review found one previous report of this nature for the reported lot number.

Event description:
During a thoracolumbar procedure, eight (8) screws were placed, rod was reduced utilizing the rod reducer. The cap screws were then tightened starting from the top down. Upon attempts to tighten the cap screw in one 6.5mm x 40mm polyaxial screw long arm (slpl6540 lot 8351pm), the tulip head of the screw splayed and the locking cap could not be torqued. The polyaxial screw was removed and replaced.